Event description:
The initial reporter alleged a potential false negative result when using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument. On (B)(6) 2025, the pp6 sample was tested using the cobas mpx assay and generated non-reactive results for hiv, hbv, and hcv. On (B)(6) 2025, the same sample was re-tested using the cobas mpx assay and again generated non-reactive results for hiv, hbv, and hcv. In contrast, the pp6 sample was reported as hbv reactive when tested with hbsag and competitor assays, including grifols and sansure. Sansure detected the sample as hbv reactive, and grifols performed individual donor testing (idt), which also yielded reactive results. Subsequently, the customer conducted idt testing with the cobas mpx assay, and all results for hbv were reactive.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. A review of the provided data confirmed that all positive controls were valid, and there was no indication of a hardware issue, algorithm miscalling, or reagent lot issue. The most likely cause for the discrepant hbv results was that the sample contained a viral concentration near or at the limit of detection of the assay, where wavering results between reactive and non-reactive may occur. This is consistent with the clinical context of chronic hbv infection, where low or undetectable hbv dna levels can occasionally lead to non-reactive results. The device remains in operation at the customer site, and no product problem was identified.